Manufacturer narrative:
The warnings in the package insert state this type of event can occur. It is reported the implants will not be returned, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00329.

Event description:
It is reported the patient had cranioplasty surgery in (B)(6) of 2015. Subsequently, a revision surgery due to infection was reported on (B)(6), 2015, however the date of the revision surgery is unknown. It is reported the infection was identified on the skin and is not believed to be related to the implants. In addition, it is reported the patient had an active infection prior to the cranioplasty surgery and the initial case was cancelled due to puss material outside the brain.